Event description:
The patient reportedly experienced intermittencies with his internal device. External equipment has been exchanged however, this did not resolve the problem. The patient's device was explanted. The patient was re-implanted with another advanced bionics device.